Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4), a patient experienced a non-q wave myocardial infarct the day after the index procedure. At the time of the index procedure, angiography revealed 95% stenosis to the right ostium internal carotid artery. The lesion was described as 8.0mm in length, concentric and arch type ii. The reference vessel was 5.0 in diameter. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic a 6mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated followed by deployment of a precise pro rx stent with a 30% residual stenosis. The angioguard was retrieved successfully and debris was not noted in the filter basket. No air bubbles present. The patient left the angiography suite with no neurological deficits. It was noted that there was no occlusion in the contralateral carotid artery. The following day after the index procedure, the patient experienced a non-q wave myocardial infarct. The patient was not medically treated. The post nih stroke scale was 0 and was discharged on that same day of the event. Concomitant medications included clopidogrel at pre-procedure, post procedure and at discharge. Aspirin was administered at pre procedure and at discharge. The investigator noted that he does not feel the patient experienced an mi since the troponins were negative, normal echocardiogram, and normal EKG. Cardiology also does not feel that the patient had an mi. Per the investigator; the event was not related to the cordis product. The patient's medical history include hypertension. The product was not returned for analysis as it remains implanted. The DHR was not performed as a lot number was not provided. Myocardial infarction occurs when the blood supply to part of the heart is interrupted causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque in the wall of an artery. The resulting ischemia (restriction in blood supply) and oxygen shortage, if left untreated for a sufficient period of time, can cause damage and/or death of heart muscle tissue. Per the investigator, the event was not related to the cordis product. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Therefore no corrective actions will be taken at this time.

Event description:
As reported via the (B)(4) registry, a patient experienced a non-q wave myocardial infarct the day after the index procedure. At the time of the index procedure, angiography revealed 95% stenosis to the right ostium internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 8.0mm in length, concentric and arch type ii. The reference vessel was 5.0 in diameter. A 6mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was not noted in the filter basket. No air bubbles present. There was 30% of residual stenosis. The patient left the angiography suite with no neurological deficits. It was noted that there was no occlusion in the contralateral carotid artery. Then, the following day after the index procedure, the patient experienced a non-q wave myocardial infarct. The patient was not medically treated. The post nih stroke scale was 0 and was discharged on that same day of the event. Concomitant medications included clopidogrel at pre-procedure, post procedure and at discharge. Aspirin was administered at pre procedure and at discharge. The investigator noted that he does not feel the patient experienced an mi since the troponins were negative, normal echocardiogram, and normal EKG. Cardiology also does not feel that the patient had an mi. Per the investigator, the event was not related to the cordis product.